Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the failure of the charged coupled device (ccd), but the root cause of the ccd failure could not be further identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during a bronchoscopy procedure, the evis exera ii ultrasonic bronchofibervideoscope displayed image issues during the video portion of the procedure. Additionally, the ultrasound image was fine. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. The image was flickering due to a damaged charge-coupled device. Additional issues were identified during the device evaluation: a leak at the gap between the insulation connector; minor scratches on the distal end; distal sheath glue was cracked with scratches; a pinhole was found at switch 4; fluid was dry on the scope connector; and a leak at the gap between the connectors. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer.

Event description:
Additional information was received from the customer. No error messages were displayed during the procedure. The patient was not under anesthesia. The device was inspected prior to use with no issues. The intended procedure was a diagnostic endobronchial ultrasound. The procedure was completed successfully with the same set of equipment, and no additional medical intervention was performed. The patient's outcome was good.